Event description:
The salute fixation device is intended for fixation of prosthetic material. In preparation for a hernia repair case, the distributor sales rep noticed that the cutter bar on the salute fixation device was broken, and protruding from the tip. It was not used in the case.